Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01780. It was reported that during ipg replacement procedure on (B)(6) 2022, intra-op diagnostics indicated the leads had high impedances. As a result, physician attempted to explant the leads but the lead broke during removal due to scar tissue (related manufacturer reference numbers: 1627487-2022-01778, 1627487-2022-01779). The leads were left in-situ and a new lead was implanted to address the issue. Reportedly, therapy is effective post operatively.